Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the motor assembly but the problem persisted. He replaced the roller pump module board and successfully release tested the roller pump. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump displayed a 'motor error' message and would not rotate. There was no patient involvement.